Manufacturer narrative:
The customer reported to bci hotline that there may have been a pre-analytical issue with the sample at the time of testing. The sample was refrigerated and a "small micro clot" had formed in the original sample per customer accounts. Patient sample was collected in a 13x100 lihep plasma tube and centrifuged at 3000 rpm for 7 minutes. Sample was refrigerated prior to repeat testing of the sample. System checks performed on (B)(6) 2011, passed within instrument specifications. Qc has been performing within customer's established limits. Bci field service engineer (fse) completed a preventive maintenance as well as some significant repairs to correct instrument ultrasonics issues. Although the fse replaced several hardware components during the on site service visit, a definitive root cause for this event has not been determined to date.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated an erroneously elevated troponin accutni result above the ami cutoff for one (1) patient. The result was reported out of the lab and was questioned. Repeat analysis of the sample on the same instrument produced lower results within the normal reference range. The customer did not receive reports of patient injury or unnecessary medical treatment as a result of this event.